Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient never had therapeutic effect and stimulation in the wrong location. The stimulator never helped the patient much with her pain. The battery was discharged when it was interrogated. The device system was removed so the patient could undergo an MRI. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.